Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. After deployment of stent grafts, touch up ballooning was performed using non-gore balloon catheter (reliant). Final angiography revealed localized dissection from above the renal artery to the proximal end of stent graft. An aortic extender endoprosthesis was deployed to extend the device proximally. Since the patient was a dialysis patient, the bilateral renal arteries were intentionally covered by the aortic extender endoprosthesis. The patient tolerated the procedure. The physician stated that the touch-up ballooning in the proximal side had been too strong.

Manufacturer narrative:
Code 213-a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Addition g5.